Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the right atrial (ra) lead. The noise was reproducible during provocative testing. Lead damage was suspected, but could not be confirmed to be the cause of the event. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the right ventricular (rv) lead. The noise was reproducible during provocative testing. Lead damage was suspected, but could not be confirmed to be the cause of the event. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.